Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged a discrepant result for five patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged 5 samples initially generated a positive result for sars-cov-2 when tested on cobas liat (negative for influenza a/b). The same five samples were retested on a competitor platform (cepheid) which generated negative results. The negative results were reported. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 5 mdrs will be filed.

Manufacturer narrative:
Review of the provided data indicated that the alleged samples are a low titer samples. This is a sample-specific issue and the reagent is performing as intended. The observed discrepancy is most likely due to the samples being a weak positive for the sars-cov-2 target that are at/near the limit of detection (lod) of the assay. Low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection. A result discrepancy may be expected between assays due to potential differences in the tests¿ limits of detection (lod) and intended use. Note that for patient 1, the run information was not found in the provided data but the communicated CT value indicates that the sample was also at the limit of detection. In addition, the customer is using an off-label collection kit. Using an off-label collection kit in which the volume of collection media is not identical to the on-label collection kit (3ml) can affect the performance of the assay. If a collection kit is used that has a lower volume of media, then any potential interfering substances collected will be more concentrated. If there is a high level of interfering substances present in the sample (blood, mucous, etc.) Then this could have a negative impact on assay performance including delayed CT values and lower amplification. In the case of a weak sample, the target may not be seen at all by the test.